Manufacturer narrative:
(B)(4). Insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device received with cracked case at display window corners and minor scratched lcd window. This is 2 of 2 reports regarding this event. See manufacturing report number: 2032227-2014-62207 for initial complaint.

Event description:
Customer reported she was hospitalized due to diabetic ketoacidosis and a virus. Customer experienced vomiting. Customer declined to troubleshoot and requested the insulin pump to be replaced. Blood glucose value was 440 mg/dl; treated with insulin drip and fluids. Nothing further reported.